Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was vomiting and the blood glucose (bg) level was not high. The next morning, the customer reported the bg level was 64 mg/dl; however, as the contact did not see the result of the bg test, the contact could not be certain of the bg level. A few hours later, the bg was over 600 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was transported via ambulance to the emergency room (ER). The customer was having sporadic heart beats and feeling pain. The customer was admitted to the hospital on (B)(6) 2017 for diabetic ketoacidosis (dka), dehydration, erratic heartbeat and sore abdomen. The customer was treated with intravenous fluids, insulin and an antiseptic to numb the throat (sore from vomiting). The contact did not believe that there were any issues with the pump or supplies. The contact thought that the customer was not checking the bg levels and the nurse at the hospital thought the issue was due to the "kind of ketones" the customer had that were "not from/related to the high bg". The customer was discharged on (B)(6) 2017 with the reported issues resolved. The hospital educated the contact and customer on how to check for ketones if the customer is vomiting as this could occur if the bg was not high.